Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient's (pt) implantable neuro stimulator (ins) will not be explanted as the pt stated it helps when he lays down, so he will just use it laying down.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient reported they have had the implant for two years and that the implant has not done anything and has not hit them at all. When asked for the event date, patient stated that it's been the whole time and that they can't tell you the times they've had the manufacturer representative (rep) come to them and reprogram it. Patient said that they had met with a representative a number of times and that this was their third representative. Patient also stated that they haven't had any relief from their pain at all since they got the implant in. The patient was redirected to their healthcare provider to further address the issue. Agent documented information provided on call. Additional information was received from a patient stating their doctor already moved the device one time and said if he moved it again it could cause more problems. Hcp recommended removing the system which the patient plans to do. Patient noted it had not given them any relief in 2 years. Patient called back and repeated previously documented information. Patient mentioned they don't use their stimulator much only when they hurt so much and gives them peace for a few minutes. Patient mentioned they were told to contact their hcp and mentioned all he can do is to take it out (agent understood patient was referring to their implant). Patient mentioned they let it run down and don't remember how to connect. Patient confirmed they were trying to turn the stimulation on. Patient then mentioned they were hurting in their lower hip left leg and it was excruciating to sit down. Patient mentioned the temporary worked for 3 days they had no pain but once they put in the permanent they have not gotten any relief since then (agent understood patient referring to the trial as the temporary). Patient mentioned they got adjustments done 15 times. During the call, patient unlocked the controller; controller showed orange and implant 30%. Agent instructed patient to plug the controller into the ac power supply and patient confirmed the controller was now recharging. Agent reviewed with patient to use the therapy on/off button to turn stimulation on. Agent reviewed with patient to continue charging the controller then charge their implant. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.